Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. A review of the manufacturing documentation associated with lot number 19c145av presented no issues during the manufacturing or inspection process that can be related to the reported event.

Event description:
As reported by a healthcare professional, during a thrombectomy case to an infarction of the middle cerebral artery (mca), a 5x33 embotrap ii revascularization device was used. It was attempted to be removed after a stent was deployed. However, it was not able to move. It was removed with a concomitant catalyst catheter which was delivered to an enough distal part. The customer states there is no additional information available.

Manufacturer narrative:
Product complaint #(B)(4). Updated sections on this report: e1, e2, e3, g4, g7, h2 and h10. Section e1: initial reporter phone - (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a thrombectomy case to an infarction of the middle cerebral artery (mca), a 5x33 embotrap ii revascularization device was used. It was attempted to be removed after a stent was deployed, however, it was not able to move. It was removed with a concomitant catalyst catheter which was delivered to an enough distal part. The customer states there is no additional information available. The device was discarded; therefore, no additional investigation can be performed. A review of the manufacturing documentation associated with lot number 19c145av presented no issues during the manufacturing or inspection process that can be related to the reported event. With the information available and without the product available for analysis, the reported customer complaint of ¿embotrap - withdrawal difficulty into guide/intermediate catheter¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The instructions for use (IFU) indicates to not withdraw the deployed device through a previously stented vessel. If it becomes necessary to cross a deployed stent to access a clot, first ensure that the stent can be crossed with the guide or intermediate catheter. The device should then be fully pulled back into guide or intermediate catheter prior to retrieval through the stent. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction, vessel characteristics, device selection, and the concomitant catheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.